Manufacturer narrative:
Concomitant medical products: product ID 305901, lot# unknown, product type screening device, product ID 309101, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown, product ID: 309101, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2021. It was reported that the trial patient believe the lead moved and came loose as the patient's symptoms are worsening now. Patient's father was wondering if the programmer controlled the patient's therapy and was concerned about it "getting disconnected and now his therapy stopped working or if a cord got loose" and "he hasn't been able to void on his own". Support link explained the programmer to the patient's father. Patient's father called the inbound support line as they were not sure the device is communicating right. It has lost communication and because they did not have it with them, we could not troubleshoot. The wife will be calling later perhaps we can then. Explain the device needs to be within 60 feet of the patient to communicate and that it is searching for the belt. Not able to solve things at this time. Additional information was received from the patient's father. They reported that the device had been off and not working for the last 48 hours due to not having power.